Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury") and migraine ("migraines") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain, endometrial ablation, dysmenorrhoea, abdominal pain, back pain, dyspareunia, rash, skin disorder, psychological trauma and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, endometrial ablation, migraine, pelvic pain, psychological trauma, rash and skin disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: confirmation test and result not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously added injury nos was replaced with dysmenorrhea & new events- pelvic pain, abdominal pain, back pain, dyspareunia, rash/skin condition, psych injury, migraines, ablation were added. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.